Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing involving 12 blocks from 8 pts. On (B)(6) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
A leica field service engineer (fse) had attended the laboratory on (B)(4) 2012, in response to a customer complaint received on (B)(6) 2012. Upon completion of the service activities, the fse instructed that a validation protocol using non-clinical tissue must be run before returning the instrument to routine use for processing clinical samples. The instrument logs show that this instruction was not followed by the laboratory. The first protocol run following the service activities was the "prostate &gi bx run" protocol started in retort a at 06:14am on (B)(4) 2012, from which sub-optimal processing was reported by the complainant.